Manufacturer narrative:
(B)(4). Additional information requested and received: please, clarify "the 35 mm recharge opens in the liver": it opens in the hepatic artery what was the appearance of the staples deployed (form b, malformed, goal post / straight legs)? Unknown. Were missing staples in the staple line? No. If there was no problem with the staple line, explain in more detail what the problem was. No more information.

Manufacturer narrative:
(B)(4). Batch # p4rz3n. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information requested but not received: please clarify "reload of 35 mm opens in the liver.": what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? If there was no issue with the staple line, please explain further what the issue was.

Event description:
It was reported that during a hepatic transplant procedure, reload of 35 mm opens in the liver. There were no adverse consequences for the patient.